Event description:
It was reported that the insulin pump had cracks around the display window. The reporter declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A visual inspection was conducted and the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.